Event description:
Boston scientific received information that this patient underwent an upgrade from a single chamber to a dual chamber ICD. This atrial lead was implanted as the patient required dual chamber pacing due to bradycardia; no issues were noted during the procedure. Approximately 1.5 hours after implant, the patient had a pulmonary embolism. The day after implant, the device therapy was deactivated and the patient was placed on comfort care. The patient died the following day. It is unknown if the device will be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.